Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple change cartridge errors while loading multiple cartridges. The customer's blood glucose (bg) level was 405 mg/dl. A nurse administered insulin injections to address the high bg. The customer was to use insulin injections to manage diabetes.